Event description:
As reported, at the beginning of the procedure, a bard conquest balloon was inflated to 30 atm and then the cutting balloon was opened, prepped to anastomosis. The cutting balloon was inflated 12 times at 10 atm and then ruptured. The balloon was never inflated over 10 atm and was slowly inflated with no angle inflations. The cutting balloon separated circumferentially and was retrieved with a microvasive snare.